Event description:
It was reported an issue with monosyn suture. The client reported that they have problems with the current batch. There are repeated instances of unusable threads where the needle comes loose from the thread as soon as it is removed or during the first stitch.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open samples (unused) without needle attached to the thread (threads are still wound on the packs). However, without closed samples a proper analysis cannot be performed in order to take a decision. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that these are isolated units, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.53 kgf in average and 0.34 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received for analysis, only two open samples without needle attached to the thread. Final conclusion: without closed samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.